Event description:
It was reported that during an unk procedure the device would not feed or fire the clips. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.